Event description:
It was reported by the customer that cardiosave iabp was showing an autofill failure alarm. The issue has been observed during testing. There was no patient involvement and no harm was reported.

Manufacturer narrative:
E1 - event site name - (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.